Event description:
It was reported that a vns depression patient reported having suicidal gestures on two suicide assessment forms. Moreover, the treating clinician indicated in one of the forms that there was no relationship between the gesture and the current medications. However, he did state a probable relationship to a patient's mental disorder. At the moment the relationship of the suicidal gestures to vns therapy is unknown as good faith attempts to obtain additional information from the treating psychiatrist have been unsuccessful to date.